Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, customer added insulin to the cartridge and completed the load process successfully and resume insulin therapy on the pump.